Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced eye redness, pain and blurry vision for 20 days. The examination showed: conjunctival mixed congestion in left eye (++), scleral tenderness (++), the cornea is transparent. The depth of anterior chamber is normal. Kp (++), anterior chamber flare (++), the pupil is round, sensitive with light. The position of iol remains. Membranous exudates in the pupil area. Ocular fundus unclear. The patient was treated with hormones, eye drops and giving retrobulbar injection of steroids. The current status of the patient was reported as improved. Additional information was provided indicating that the diagnosis was endophthalmitis. The onset of the event was on postoperative day 17. The outcome of the event was reported as recovered with persistent condition and improving. The intervention was effective. There were no cultures performed.